Event description:
It was reported that after the surgery was completed and prior to moving to the recovery room, the extension hub was noted to be cracked and fluid was leaking from it. There was no reported injury or complications to the pt. A delay in treatment was reported, but it is noted the delay was not harmful to the pt. Pt outcome reported as "good." Add'l info rec'd from the sales rep on (B)(6) 2011 indicated the extension line is what cracked and the catheter was replaced due to leakage of infusion fluid.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.